Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier jaws were not working. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one severely bent grip, causing misalignment of the grips. A clip cannot be properly loaded on the grips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage. Additionally, the instrument was found to have an excessive amount of dried, white residue on the clamping pulley of input(s) #6 (grip) and, 7 (grip), located in the backend of the instrument. The groove surfaces exhibited a residual, powder-like deposit, that could be removed by wiping. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.